Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to test the operating currents due to prime/fill anomaly. No unexpected motor noise was noted during testing. The pump had a scratched display window. The pump passed displacement test, rewind and basic occlusion test.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that the pump made a louder noise than it used to. The customer stated that the battery life lasted from 6 weeks to 4 weeks. The customer will be sent a replacement pump.